Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Once femoral access was established, flushing was performed using standard methods. The steerable guide catheter (sgc) advanced into the right atrium and a thrombus was observed. The physician expressed that there was a problem with the hydrophilic coating of the sgc and dilater, which led to the formation of the thrombus. The operation was ended without the thrombus being treated and no clips were implanted.

Manufacturer narrative:
All available information was investigated, and the reported peeled/delaminated coating was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported peeled/delaminated coating and thrombosis/thrombus could not be determined. Thrombus is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Once femoral access was established, flushing was performed using standard methods. The steerable guide catheter (sgc) advanced into the right atrium and a thrombus was observed. The physician expressed that there was a problem with the hydrophilic coating of the sgc and dilater, which led to the formation of the thrombus. The operation was ended without the thrombus being treated and no clips were implanted.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.